Event description:
It was reported the system was removed due to infection. No further patient complications were reported as a result of this event. Additional information reported the lead was explanted due bacteremia (B) (6).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found; full lead returned and analyzed.

Event description:
Additional information received reported the patient had a series of falls resulting in significant skin lacerations and growing out staphylococcus aureus. The patient was a participant in the product surveillance registry.